Event description:
It was reported that the patient was implanted the day prior to the report. They were having trouble getting their programmer on, programming, and getting it going. The patient had an antenna but did not receive any training on their device. A manufacturer representative noted that the patient was given written instructions after the surgery. The implantable neurostimulator had been turned on and up until the patient felt stimulation. The patient was in program 2 at 1.3. The stimulation was off. Somehow between the day prior to the report and the day of the report the implantable neurostimulator (ins) was turned off. The patient had lost control of their bladder and when they would stand up ¿it would just come out¿. The patient was not emptying their bladder and the ¿toxins were still in them¿. The stimulation was decreased to 0.5 and then turned on. The ins was turned on and the stimulation was increased to 1.2 at which point the patient could feel a little stimulation. The stimulation was increased to 1.3 and felt about the same as at 1.2 but was left at 1.3. The patient left the stimulation at 1.3 overnight and they did ¿ok¿ so the therapy seemed to be working at 1.3. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).